Manufacturer narrative:
Visual inspection of the femoral component confirmed presence of small amount of bone cement on posterior surface. Dimensions were found conforming to print specifications where measured. Review of the device history records for femoral component and bone cement did not find any deviations or anomalies. Complaint history search based on the product and lot combination revealed no similar complaints. A definitive root cause cannot be determined with the information provided. However; the complaint may be revised upon receiving further information.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other device used: catalog #00111314001, palacos r+g bone cement, lot #81464445 and lot #81824426; this bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. This report will be amended when our investigation is complete.

Event description:
It is reported that the implant did not properly fixate to prepared patient bone and bone cement.